Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarms were noted. The insulin pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and motor tests. No excessive no delivery alarm or motor error alarm was noted. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a broken belt clip slot at the battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer inquired about the safety notification on the scroll wrap feature on his insulin pump. Customer's blood glucose was 38 mg/dl. The customer also reported he had a no delivery alarm the previous week. Customer stated he had treated his low blood glucose with dinner. The customer's blood glucose had increased to 99 mg/dl. He stated there was no damage to his insulin pump. He also stated his basal rates were correct. The customer's insulin pump also passed the displacement test. Customer was advised to monitor the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.